Event description:
Osteoarthritis pt dislocated their ulna dorsally after implant surgery. Poly insert became dislodged from the sigmoid notch plate. Revision surgery was required to replace the poly insert.

Manufacturer narrative:
Surgeon noted that the sigmoid notch component placement was not ideal due to somewhat abnormal anatomy of the ulna shaft. Dorsal dislocation of the ulna and dislodging of the poly insert from the sigmoid notch plate required revision surgery. A new poly piece was snapped onto the sigmoid notch plate. Care was taken to insure no soft tissue became lodged between the poly piece and the plated. Soft tissue was attached to the ulnar head implant's suture holes to further stabilize the joint.